Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance (sli) noted to be increasing gradually over the past year. Technical services (ts) suspected the cause to be lead calcification. Ts left the decision to physician on when to perform 41 joule commanded shock to obtain delivered sli. Ts suggested to do it before the device runs out of battery and noted the device to have 10 months of battery left. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance (sli) noted to be increasing gradually over the past year. Technical services (ts) suspected the cause to be lead calcification. Ts left the decision to physician on when to perform 41 joule commanded shock to obtain delivered sli. Ts suggested to do it before the device runs out of battery and noted the device to have 10 months of battery left. This rv lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the physician elected not to do a commanded shock since the impedance had been stable for a long time. The lead will be reassessed at the time of next battery change. The patient is continuing to be monitored.